Event description:
A physician reported during the intraocular lens (iol) implantation the iol got stuck in the cartridge when already 3/4 of the iol was in the anterior chamber. There was a complete break in the loop at its base. The lens was then explanted in the same procedure and was replaced with another lens. Additional information has been requested and received stating there was no harm to the patient. The patient was not hospitalized for the event and there was no medical or surgical intervention required.

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. And damage was observed, to the iol. No cartridge was returned. Iol returned in two pieces (cut in half) in the lens case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is bent. The optic is bent and torn/split-cut dividing the iol in two. The optic is also cracked/fractured and scratched/marked-rejectable with loose fibers & particulate. Unable to conduct dimensional testing, due to condition of returned sample. The product investigation could not identify the root cause for the reported complaint "stuck in the cartridge", as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify, if the iol contributed to the event. Dimensional testing could not be conducted, due to condition of returned sample. Based on the results from the product history record, the products met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).